Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the photos provided. A complaint history review indicated no other complaints have been received for this batch and reported defect. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® barricor¿ lh plasma blood collection tubes that there was fibrin. The following information was provided by the initial reporter: the samples are presenting fibrin, even though centrifugation force and time are appropriate.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® barricor¿ lh plasma blood collection tubes that there was fibrin. The following information was provided by the initial reporter: the samples are presenting fibrin, even though centrifugation force and time are appropriate